Event description:
Procedure: gastrectomy. According to the reporter: when we came to shoot, the blue light was turned on and we cannot shoot the cartridge. The status lights changed from green to blue and the instrument did not fire. No reinforcement material was used. Unanticipated tissue loss? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500cc or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the patient cavity ? No. Device fragment left in the patient? No. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc. : no.

Manufacturer narrative:
(B)(4).